Manufacturer narrative:
On 6/11/2021, the mentor failure analysis lab has received the device for evaluation. On 6/22/2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 490cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/27/2021, it was reported to mentor that the patient had undergone removal and replacement with gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced bilateral pseudoptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: explant date is (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 490cc and suffered from a bilateral capsular contracture baker grade iii on the right side and IV on the left side and ptosis on the left side. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 5/25/2021, it was reported to mentor that the patient experienced bilateral capsular contractures baker grade IV on the right and baker grade iii on the left side. The replacement devices were mentor memorygel breast implant 535cc. Manufacturer¿s reference number: (B)(4).